Event description:
Customer's family member reported that customer was hospitalized due to high bg/dka. Md was unable to to determine the cause of hospitalization. Advised family member to change entire set in pump and to monitor the customer's bg's.